Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) USA, alleging that his onetouch ultra mini meter was reading inaccurately high in comparison to his feelings and/or normal readings, and intermittently would not turn on. The complaint was classified based on the customer service representative (csr) documentation, and additional information when medical surveillance specialist reviewed the initial call. The patient reported that the meter issue began on (B)(6) 2017, between 10 pm and 11 pm, alleging that he obtained an inaccurate high reading (unknown) with the subject meter, which he felt was high compared to how he was feeling, but when he went to re-test the meter would not turn on. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient stated that he manages his diabetes with insulin (self-adjuster), in response to the alleged inaccurate high reading the patient stated that he took an unknown dose of insulin, as he was unable to obtain another reading. On (B)(6) 2017 at 4.30 am the patient reported that he woke up having developed symptoms of ¿dizzy and sweaty¿. He self-treated the alleged symptoms by drinking some orange juice with honey. He reported obtaining a blood glucose result of ¿104 mg/dl¿ on another meter, following the treatment. At the time of troubleshooting, the csr noted that, the patient had recently changed the battery in the meter, it was not the first time the product was being used, the correct test strips were being used, the meter did not power on when a new strip was inserted and there was no evidence that the product had been misused. The csr documented that when the power button was pressed the meter did turn on. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.